Event description:
Report received from the USA stating the device was "overheating and grinding". The device was not being used during a procedure. No pt or user injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported problem could not be duplicated or confirmed. The device met performance requirements, and no heat was observed. However, the disconnect sleeve was observed to be moving roughly (grabbing), likely due to damage caused by the motor being operated while the sleeve was partially engaged, which could have produced the reported heat and grinding noise. This condition is consistent with improper assembly, as the motor was likely operated with a cutting bur or drive shaft of an attachment that was not properly seated and secured. If additional info is received, a supplemental report will be sent.